Event description:
The surgeon used the mitek 3.5 flexible side effect electrode in the joint to debride the labrum for about one minute. He took it out to probe the labrum then introduced the electrode back into the joint. He noticed that it was cracked and a piece of it had broken off in the joint. The surgeon did remove all of the broken ceramic from the patient. There was no injury to patient. If this were to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.